Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th december 2025, it was reported by an arthrex employee via email that for an ar-3652sp-1, fibertak® rc suture anchor, (white/black), the surgeon inserted the device. When surgeon removed the inserter guide, the fibertak anchor pulled out of the bone. The technique the surgeon used was the correct technique and product pulled out as a product fault. This was detected during a rotator cuff repair - speedbridge using fibertak rc on (B)(6) 2025. The procedure was completed successfully as a new fibertak rc anchor was used.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was confirmed based on the customer's photograph, which showed that the repair suture and the suture link were intact, and the anchor was not closed.